Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that on and off over the last couple weeks they had been seeing 'replace controller batteries [70]' and 'no device found' when recharger was plugged into controller, trying to initiate charge session. Pt mentioned resetting their controller usually helped fix the issue, but today they were unable to begin charging. Pt was last able to charge their implant yesterday. Agent had pt confirm no physical damage on recharger cord/pins nor controller connector port pins nor battery compartment pins. Pt mentioned they already tried blowing on connector pins to clear potential dust. When controller plugged into ac power, green light on screen was blinking. Pt confirmed that their recharger had been heating up more than normal recently. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt mentioned they were very stiff while moving between rooms to get their equipment.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) b3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.